Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement. Add'l event specific info was not available.

Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation. A retention sample from the same lot was tested and no leakage or other defect was found. A review of the complaint files confirmed that this lot has been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in quality assurance tracking, trending and follow up.